Manufacturer narrative:
Investigation of returned suspect computer finds that the computer booted normally to the application screen. Ent and exams load normally. No lagging or freezing was observed during burn-in testing. (B)(4) , no errors. Seatools long test, no errors. The computer passed phd testing. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2016 a medtronic representative, following-up at the site, found that the reported behavior could not be replicated. Re-booting the navigation system restored normal function. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose and throat (ent) procedure, the surgeon alleged the navigation system software became unresponsive for a few seconds. After approximately 3-5 seconds, the software began to actively track. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to replace the computer and test the equipment. Replaced computer and the system functioned as expected. The computer was returned to the manufacturer and is currently under analysis. The software investigation found that the reported event was unrelated to a software issue. It was suspected that the cause was a hardware issue since the logs appear to indicate that the system was periodically resetting the usb or some device on it--a series of usb devices being disconnected and then reconnecting.